Event description:
Healthcare professional reported one day after injection with juvederm ultra plus xc in the marionettes lines and juvederm ultra xc in the glabella and marionettes lines, the patient developed swelling in the chin and marionette lines. On the date of symptom presentation, the patient was treated with hyaluronidase and prednisone. Symptoms improving. This is the same event and the same patient reported under MDR ID number 3005113652-2014-00070 (allergan complaint pr number (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra xc.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.